Event description:
After lesion predilatation, the zeta stent did not fully deploy in the middle. A balloon was used to post-dilate the mid-portion, but could not be removed from the stent. The patient became hemodynamically unstable (serious blood pressure drop) and was sent for emergent cardiac surgery. Patient reported to be doing well to date.